Manufacturer narrative:
E1: (B)(6). Analysis was performed by on-site service personnel which included that the problem can be replicated on site by observing the monitor and spo2 waveform. The on-site personnel was able to diagnose the spo2 waveform and found no errors. Ran the spo2 test, and it showed the results that the spo2 is inaccurate. The results of the analysis were the product has malfunctioned, and the most likely cause of the reported problem was the spo2 probe is not worn properly. Based on the results of the analysis, it was determined that the product has malfunctioned, and the most likely cause of the reported problem was a faulty spo2 probe. The issue was resolved by reattaching the spo2 probe to solve the problem. Device returned to full functionality.

Event description:
Philips received a complaint on a intellivue mx550 patient monitor indicating that the spo2 is inaccurate. The device was in clinical use at time of event; there was no adverse event reported.